Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported that paramedics were called to treat the customer for low blood glucose. Customer was in the car with family and stated that she felt dizzy and her tongue was numb. She was treated with coke and gatorade until the paramedics arrived and treated her with a glucose packet. At that time the blood glucose reading was 44 mg/dl. Customer's mother stated that she feels the insulin pump caused the low blood glucose. She stated that the most recent blood glucose was 215 mg/dl at dinner. She declined to troubleshoot for low blood glucose because the settings on the insulin pump had been adjusted since the incident occurred. Nothing further was reported.